Event description:
An infusion of fluorodeoxyglucose (f18-fdg) in preparation for a CT/pet scan appeared to occur without any indication of problems. The infusion system recorded the delivery as successful. The scan, however, did not indicate the presence of the isotope. A subsequent examination of the infusion system revealed that part of the delivery circuit tubing had become partially displaced from the pinch valve that controls flow through it, resulting in the fdg being delivered to the waste bag instead of the patient.======================manufacturer response for pet infusion system, intego (per site reporter).======================the manufacturer is aware of the problem and indicated that they expect to be making a modification early next year in an attempt to resolve it.